Manufacturer narrative:
(B)(4). Batch # n9273f. The analysis results found that the 2h12lp device was returned with no damage in the external components. The device was visually inspected and no damage was observed on the device. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr's or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: can you please clarify if the "outer obturator" that you stated was broken off, is the sleeve (cannula) of the device: yes.

Event description:
It was reported that during an laparoscopic cholecystectomy, the tip of outer obturator was broken off. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.